Event description:
It was reported that when passing through or standing near the theft detector at (B)(6), the patient got ¿zapped.¿ the patient had noticed a slight increase in stimulation that was more of a ¿ripple¿ at other stores, but it was more of a stronger zapping feeling at (B)(6). This had reportedly happened multiple times since the patient started shopping there in (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va081h7, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).